Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was 440 mg/dl. The patient treated via insulin pump therapy. During troubleshooting it was found that the customer's basal rates were programmed inaccurately. The customer was assisted with correcting his programming. The insulin pump was not returned for analysis.